Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/26/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture broke easily. There were no adverse patient consequences reported. No additional information was provided.